Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the tightrope torn during retraction in the femoral drill channel. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device (ar-1588-ib). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-1588tn serial/batch number (B)(6) was received for investigation. Visual evaluation found that the tightrope suture loop was broken/damaged. The most likely cause of this event is user error. Per dfu-0147. G. Precautions. 1. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.